Event description:
It was reported the patient¿s implantable neurostimulator (ins) had experienced ¿premature¿ battery depletion. It was stated that one month before the replacement of the ins the battery level was at 2.71 volts and ¿then it dropped down to end of service (eos) without an elective replacement indicator (eri) message.¿ it was also reported the patient¿s system had high impedances of >40000 ohms on electrodes 3 and 11 prior to replacement. It was stated the patient¿s ¿leads and extensions impedances were checked during replacement and with the new ins and were found normal.¿ it was reported the patient had not experienced any therapy issues and had always ¿received an effective stimulation.¿ it was noted there were no patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information noted the ¿device was not in cycling mode.¿

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the battery did not show any signs of an internal short or any cause for premature depletion.¿ it was stated that ¿no problems were found with this battery.¿ it was reported ¿the end of service (eos) bit was set when the device was received for analysis¿ and that ¿after the eos bit was reset, good, stable output was observed on each electrode pair on a scope.¿ it was noted the ins had reached ¿normal end of life¿ and that the telemetry and output was ¿okay.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.